Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "migraines, vertigo, fatigue, brain fog, swollen lymph nodes in neck, muscle pain, neck, pain, shoulder pain, hair loss, inflammation, insomnia, ringing in ears, low libido, dry eye, ibs, night sweats, numbness & tingling in fingers, burning under right rib cage, heart palpitations, depression, gall bladder removal, body feels like its vibrates as well as right side exchange from textured to smooth due to concern with the product. These events are not device related: ¿depression¿, ¿severe palpitations¿, ¿heart palpitations,¿ ¿muscle pain,¿ ¿fatigue,¿ ¿vertigo¿, ¿left side migraines,¿ ¿dry eye,¿ ¿hair loss¿, ¿ringing in ears¿, ¿low libido,¿ ¿night sweats¿, ¿brain fog¿, ¿body feels like its vibrates¿, ¿ibs¿, and ¿gall bladder removal,¿ and ¿numbness & tingling in fingers.¿ device explanted.

Event description:
Patient reported right side "migraines, vertigo, fatigue, brain fog, swollen lymph nodes in neck, muscle pain, neck, pain, shoulder pain, hair loss, inflammation, insomnia, ringing in ears, low libido, dry eye, ibs, night sweats, numbness & tingling in fingers, burning under right rib cage, heart palpitations, depression, gall bladder removal, body feels like its vibrates as well as right side exchange from textured to smooth due to concern with the product. These events are not device related: ¿depression¿, ¿severe palpitations¿, ¿heart palpitations,¿ ¿muscle pain,¿ ¿fatigue,¿ ¿vertigo¿, ¿left side migraines,¿ ¿dry eye,¿ ¿hair loss¿, ¿ringing in ears¿, ¿low libido,¿ ¿night sweats¿, ¿brain fog¿, ¿body feels like its vibrates¿, ¿ibs¿, and ¿gall bladder removal,¿ and ¿numbness & tingling in fingers.¿ device explanted.

Manufacturer narrative:
Photo evaluation: visual analysis: ¿ anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. ¿ changes in sleep habits: unable to observe as it is a medical event that is not related to the device. ¿ depression: unable to observe as it is a medical event that is not related to the device. ¿ fatigue: unable to observe as it is a medical event that is not related to the device. ¿ inflammation, irritation: unable to observe as it is a medical event that is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ varied injuries: unable to observe as it is a medical event that is not related to the device. ¿ dry eyes: unable to observe as it is a medical event that is not related to the device. ¿ neck pain: unable to observe as it is a medical event that is not related to the device. ¿ paresthesia, dizziness: unable to observe as it is a medical event that is not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. ¿ myalgia: unable to observe as it is a medical event that is not related to the device. ¿ other-medical: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.